Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
I want to inform you about a disconnected valve. The valve went out during the rinsing process. Because the catheter was firmly glued, it was explanted and a new one was implanted.